Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02830 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coacccess electrode system were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, after performing the ablation, the introducer insulation was found to be peeled off and the patient was burned at the puncture site. No coating fragments detached into the patient. Additionally, no other visible damage was noted to the electrode. Reportedly, a metal needle guide was being used with the electrode. The patient burn was reported as being mild and was treated with conservative medical management.

Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device serial number; therefore, the device manufacture date is unknown.the device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.(B)(4)